Event description:
The manufacturer received information alleging a bipap shut down with no audible alarm. The patient's blood oxygen level decreased and was placed on a high flow oxygen device and recovered. The patient was then placed on another bipap device. The device is not returning to the manufacturer for evaluation. The reporting facility was informed that this device is no longer serviced by the manufacturer. The reporting facility removed the device from service.